Event description:
Pfs, ppf, and medical record received. Ppf alleges that after the first revision, patient had dislocation with open reduction and fracture femur. Patient currently use walker and can only put 50% of weight on legs, had numbness, pain, limited movement, and difficulty walking. Patient fell in (B)(6) 2021 and had fractured femur due to difficulty in walking, and pain. Nerve pain is much worse at night when lay down. Doi: (B)(6) 2019; dor: unknown ; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.